Manufacturer narrative:
Visual assessment of the device showed the actuator is in its t2 post deployment position indicating a complete deployment. No suture or ts remain on the insertion needle, however t2 was returned for evaluation. Examination of t2 showed it to be damaged at its proximal end. Due to these observations the reported complaint of non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair procedure,after t1 was deployed, t2 was unable to be deployed. No reported patient injuries. No other complications were noted.